Manufacturer narrative:
H.6: the returned lens was found to have one bent haptic and the other haptic and anchor had been pulled out of the optic. No similar complaints have been reported in this lot. The manufacturer's internal reference nuber is 98l2329. This report was mailed in to FDA on: 7/8/1998

Event description:
Surgeon reports lens was replaced due to a broken haptic.